Event description:
It was reported that a 73-year-old male patient underwent a revision surgery on (B)(6), 2026. In august 2025, he complained of severe pain with severe cmc hyperextension. X-rays showed wear on the pe liner. An orthosis was fitted pending a CT scan, which revealed wear and suspected loosening of the pe liner. During the surgical revision on (B)(6) 2026, the surgeon observed significant metallosis and intraprosthetic dislocation. He replaced the neck.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history review record, medical imaging, complaint history review), it appears that the failure is primarily related to stem malpositioning (angulation), which led to an intra-prosthetic conflict followed by the pe liner blockage and dislocation. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.